Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a malfunction; please refer to the event description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this device could not be interrogated. The patient was going to have an MRI and the caller was trying to program the MRI mode on in the hospital. Rebooting the programmer did not help. Technical services advised to try a different location. Once done, the device could be telemetered and programmed. There were no adverse patient effects. The device remains implanted.